Event description:
It was reported that during a daily checkup it was observed that the cardiosave intra-aortic balloon pump (iabp) had a power cable that would not pull out. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and the power cord was jammed in the cord reel. The fse pulled out the power cord and the retraction functioned, and now can be pulled out easily, with no issues. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.